Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00211 on september 3, 2014.on 09/03/2014 additional information:the reagent lot # used for hcv was received. Hcv lot # 248, expiration date 04/22/2015. The calibration and quality control were reviewed and determined to be acceptable. A siemens field service engineer (fse) was sent to the customer site. The fse checked the cuvette aspiration and dispense. The sample probe was lubricated and aligned. The ancillary probe and reagent probe 3 alignment were checked. Quality control was run and passed.the cause for the discordant hcv results is unknown. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
(B)(6) result was obtained on an aliquot of a patient sample. The result was questioned since the sample from the previous day was reactive. The aliqout was tested again and the result was (B)(6). The patient sample from the previous day was tested again and the result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) results.